Event description:
This report summarizes one malfunction. A review of the reported information indicated that the catheter shaft of a model u357564 pta balloon dilatation catheter allegedly broke and detached. This information was received from a single source. The alleged malfunction did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for the reported catheter shaft detachment . Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. Received one 035 ultraverse catheter; device was returned in two segments. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the catheter shaft of a model u357564 pta balloon dilatation catheter allegedly broke and detached. This information was received from a single source. The alleged malfunction did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.